Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous perforated left anterior descending artery. The 2.8x16mm graftmaster rx was advanced; however, failed to cross due to anatomy. A second 2.80x26mm graftmaster rx covered was attempted to be advanced but failed to cross due to anatomy. Another unknown covered stent was used to successfully seal the perforation. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.